Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was lifting and the upstream occlusion (uso) seal was buckling. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed. The uso seal and uso sensor were both replaced.

Event description:
It was reported that the device does not maintain date and time. Evaluation of the returned device found the upstream occlusion seal was buckling and the downstream occlusion seal was lifting. The issue was discovered during testing. There was no patient involvement.